Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
It was reported that the device was unable to discharge by pressing paddle buttons. There was no patient involvement.